Event description:
Pt showed signs of end-organ failure(liver and kidney), also, vad had been showing power rise. The surgeon also noted that he had a longer outflow graft which looked like kinking just above the right atrial appendage.